Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they gave the patient new programs. They stated that all of the programs were at different intensities, which was most likely causing the disconnect. It is unknown if the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hold for ve 04/03/2025 information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated yesterday and today, the stimulation had been jumping from one setting all the way up to like 9 or 10 at very intense power and then would turn completely off. Patient said they would turn stim back on and put intensity where it needs to be, but the same thing would happen again and stim would jump around. Agent asked, patient said they had not had any falls or anything recently. Patient stated they would be sitting there and stim would jump right back up to a high intensity for 5-6 seconds, then the stimulation would jump back down. Patient was on group c, and hadn't tried groups a or b yesterday or today yet as they'd tried those groups in the past and a or b didn't provide as much relief as c. Patient switched to group b during the call, and after a few minutes, stated the stimulation didn't seem to be jumping around like group c. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. Patient called back in to report that they met with the rep for readjustment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.